Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room with diaphragmatic stimulation. The left ventricular lead was dislodged. Lead revision was planned.